Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi results was negative. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Three bis were received: one positive control with red ci disc, cap pressed down, and yellow media in a crushed vial; one subsequent bi with yellow ci disc and purple media in a crushed vial, and one complaint bi. Complaint suspect positive bi: the ci disc is yellow, the cap is pressed down, the vial is crushed, but there is no media in the vial. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures observed on the plastic vial or tyvek® liner that would be consistent with a false positive from external contamination. No manufacturing related anomalies observed.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR, lot trending and retains analysis were not performed as the is sufficient information to determine user error as the cause of the issue. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The likely assignable cause is user error. The customer incubated a bi with reduced media from a broken ampoule. Per the instructions for use (IFU), if a broken ampule is found before processing, use another sterrad cyclesure 24. If a broken ampule is found after processing, process a subsequent load with another sterrad cyclesure 24. The affiliate confirmed the customer would be educated regarding the user error. The issue will continue to be tracked and trended.